Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirmed insulation damage through out the shaft. The unit was tested with an insulation scan test and passed. Probable root cause/s for the insulation damage could be bad sterilization methods and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.